Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings:the keypad was found to be intact but the keypad symbols were worn. The down button was intermittently unresponsive and the up, ok and contrast buttons responded appropriately. Evaluation revealed contamination under all contact buttons. The pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Serial number associated with this case: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).